Event description:
It was reported the bronchovideoscope was showing communication error b30 and did not have a clear image. The malfunction occurred during inspection for use and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure of communication error b30 was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to a damaged charged coupled device. The most probable cause of the failure is a cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.